Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared unused. Additional examination under magnification reveals the face of the distal tip is pitted; consistent with minor, normal degradation. A shadow was observed covering 50% of the fiber face within the sma connector, indicating that the fiber is broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment and the aiming beam was weak and round exiting the distal tip. The condition of the returned device confirms the reported event. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the left kidney performed on (B)(6) 2015. Reportedly, the laser unit was set to 1200mj x 10hz. According to the complainant, during the procedure, the laser fiber connector overheated. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of fiber connector overheats. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 laser fiber was used during a flexible ureteroscopy procedure in the left kidney performed on (B)(6) 2015. Reportedly, the laser unit was set to 1200mj x 10hz. According to the complainant, during the procedure, the laser fiber connector overheated. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.